Manufacturer narrative:
Exact date unknown, event occurred several years ago from date manufacturer was made aware. Explant date: several years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 19502530.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.